Manufacturer narrative:
Additional information - section h4 (device manufactured date) has been updated based on returned product download. Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the returned sensor and no issues were observed. Extracted data from the returned sensor using approved software. The sensor found to be in sensor state 5 (indicating normal termination). The sensor plug was observed to be properly seated in the mount. Removed sensor plug assembly and performed a visual inspection, no failure mode was observed. The sensor was reprogrammed, and the current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.

Event description:
A customer reported lower values when scanning the adc freestyle libre sensor using libre link, compared with an hcp meter. On (B)(6) 2019, the customer experienced hyperglycemic symptoms, dizziness, and tachycardia and was unable to self-treat due to symptoms. Hcp contact was made and a glucose reading of 427 mg/dl was obtained on the hcp meter. The customer was diagnosed with hyperglycemia treated with insulin (dose unknown). There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported lower values when scanning the adc freestyle libre sensor using libre link, compared with an hcp meter. On (B)(6) 2019, the customer experienced hyperglycemic symptoms, dizziness, and tachycardia and was unable to self-treat due to symptoms. Hcp contact was made and a glucose reading of 427 mg/dl was obtained on the hcp meter. The customer was diagnosed with hyperglycemia treated with insulin (dose unknown). There was no report of death or permanent injury associated with this event.